Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after feeding a non-cordis .014 guidewire into a 6mm x 18mm palmaz blue on aviator plus stent delivery system (sds), the stent was dislodged from the balloon inside of an 7f cordis rdc guiding catheter and there was no way to release the stent. The 7f rdc guide catheter was withdrawn from the patient along with the sds. The stent was still within the guiding catheter when the guiding catheter was removed. There were no reported injuries to the patient or signs of infectious disease. This was during a renal stenting procedure to treat a severe stenosis at the opening of the right renal artery. There was no resistance or friction between the stent delivery system and the 7f rdc guiding catheter prior to the stent dislodging. The device was stored and prepped per the instructions for use (IFU). The stent was not manipulated on the sds prior to insertion. The operator was trained. The non-cordis .014 guidewire had crossed the lesion prior to loading the sds onto the wire. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after feeding a non-cordis .014 guidewire into a 6mm x 18mm palmaz blue on aviator plus stent delivery system (sds), the stent was dislodged from the balloon inside of an 7f cordis rdc guiding catheter and there was no way to release the stent. The 7f rdc guide catheter was withdrawn from the patient along with the sds. The stent was still within the guiding catheter when the guiding catheter was removed. There were no reported injuries to the patient or signs of infectious disease. This was during a renal stenting procedure to treat a severe stenosis at the opening of the right renal artery. There was no resistance or friction between the stent delivery system and the 7f rdc guiding catheter prior to the stent dislodging. The device was stored and prepped per the instructions for use (IFU). The stent was not manipulated on the sds prior to insertion. The operator was trained. The non-cordis .014 guidewire had crossed the lesion prior to loading the sds onto the wire. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 6x18/142p pkg¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The unit was inspected observing the following conditions: the balloon was received deflated, and the stent is not mounted on the delivery system. The stent was included in the shipment. The stent does not present any damages or anomalies. No other outstanding details were observed. The balloon surface was inspected using a vision system to get an amplified image. The stent strut marks were observed on the balloon surface indicating that the device complied with the stent crimp process. The stent does not present any damages or anomalies. The reported ¿stent dislodged within guiding catheter/ sheath¿ was confirmed as the device was received with the stent not mounted on the delivery system but returned with the product for evaluation. The stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture. Therefore, the exact cause of the reported events cannot be conclusively determined. Based on the information available for review, it is likely procedural factors and handling of the device with the concomitant devices may have contributed to the events reported. No anomalies were noted on the device during analysis that may have contributed to the dislodgement of the stent withing the guiding catheter. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ there is no evidence from the information provided that a product defect or manufacturing issue contributed to this event. Therefore, no corrective or preventive action will be taken at this time.